Event description:
Patient reported "replacement of prostheses due to rupture." Right side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "replacement of prostheses due to rupture." Device remains implanted. This is for the right side.